Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced shocking in his back and down his legs. This area was also noted to be the target stimulation area. The shocking was intermittent and random. There was no known accident or incident related to the event. Though the pt got good stimulation with the stimulation on, the pt had been leaving the stimulation off due to the discomfort of the shocking. The pt did not get shocking with the stimulation off. Impedances were checked. There were question marks (???) In the results. Other combinations were in the normal range: c-0=656, c-1=815, c-2=536, c-3=536. Additional info has been requested from the hcp, but was not available as of the date of this report.